Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was admitted with infection and interrogation showed an episode of vf with aborted therapy was observed due to lead noise. The patient was unharmed and programming changes were made at that time. The lead was explanted during system explant. No further information was available.